Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of retainer detachment from the pad is confirmed and was determined to be related to manufacturing. One statlock PICC plus fixed post device was returned for evaluation. An initial visual observation revealed the plastic retainer was completely removed from the foam pad. The backing of the foam pad was removed from the returned device and the foam pad was stuck to paper. A tactile evaluation of the plastic retention device revealed the adhesive was not tacky. A microscopic observation of the returned statlock device revealed some sections of the plastic retainer to have missing adhesive. Because some sections of the statlock retainer appeared to have inadequate adhesive, the complaint of the detachment of the retainer from its pad is confirmed and was determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that on (B)(6) 2024, PICC stat lock was placed on cvc line to prevent migration. On (B)(6) 2024, plastic lock of PICC statlock was detached from the securing tape. Tape was intact. New PICC stat lock was placed. On (B)(6) 2024, lock was received again holding onto the catheter wings only but not attached to the secure tape. Both incidents were reported on the same patient in two consecutive runs. No other information was provided. This report addresses the first device.

Event description:
It was reported by customer that on (B)(6) 2024, PICC stat lock was placed on cvc line to prevent migration. On (B)(6) 2024, plastic lock of PICC statlock was detached from the securing tape. Tape was intact. New PICC stat lock was placed. On (B)(6) 2024, lock was received again holding onto the catheter wings only but not attached to the secure tape. Both incidents were reported on the same patient in two consecutive runs. No other information was provided, this report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that on (B)(6) 2024, PICC stat lock was placed on cvc line to prevent migration. On (B)(6) 2024, plastic lock of PICC statlock was detached from the securing tape. Tape was intact. New PICC stat lock was placed. On (B)(6) 2024, lock was received again holding onto the catheter wings only but not attached to the secure tape. Both incidents were reported on the same patient in two consecutive runs. No other information was provided. This report addresses the first device.